Event description:
A motor stall occurred on (B) (6) 2010, that was confirmed by telemetry. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).